Manufacturer narrative:
This supplemental MDR is being submitted to update investigation results for the initial report submitted on 11/13/2024. The reported event of the stent fracture was confirmed via imaging. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the event reported. The root cause of the reported issue could not be determined as the product remains implanted.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis as it remains implanted; however, investigation of the complaint is still in process. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported, three years after a right tcar procedure, during an unrelated physician visit related to a subclavian bypass, the angiogram revealed a right carotid stent fracture. There were no health consequences or impact reported as a result of the event. There was no intervention performed nor planned for the right fractured stent.